Event description:
The surgeon was trialing the knee. The first trial was done using a 5 (9mm) tibial insert trial. The surgeon decided to trial with the size 5 (11mm) tibial insert trial. The surgeon was finding this trial difficult to sit on the tibial baseplate. He then used a mallet to try and force the trial insert into place. After the surgeon removed the tibial insert trial he noticed that a piece had broken off.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available then it will be submitted in a supplemental report.